Event description:
Us complainant reported the patient underwent an implant of a 34 mm medtronic evolut r transcatheter valve. The patient had percutaneous circulatory support that was initiated with the insertion of a non-medtronic heart pump. Despite good initial support, suction alarm with low flow soon occurred. Fluoroscopy showed in-and-out movement of the heart pump across the valve and close interaction of the heart pump outlet to the evolut r frame. The heart pump was positioned was readjusted under fluoroscopic and echocardiographic guidance. After unsuccessful attempts at improving the flow, the heart pump was removed. Examination revealed fracture of both impeller (motor) blades located within the outlet window, which caused low flow despite high revolutions per minute. The physician/author stated an evolut r outlet strut/commissural tab entered the outlet window and damaged the impeller blades while the heart pump was running.

Manufacturer narrative:
The investigation into the low flow of the impella pump (part number unknown) has been completed. The impella parts are not available for investigation. The clinical review determined the cause of the issue was fractured impeller blade(s). The fracture was characteristic of an interaction with another device, most likely the medtronic valve as reported by the md. The failure modes will be monitored and trended.